Event description:
General report received of an unspecified number of undocumented incidents of leaks of a radioactive isotope. It was reported that the stopcocks were prepared by connecting ivs of normal saline to flush the devices. The syringes containing technetium were connected to the other port of the stopcock. The stopcock was then connected to the patient's IV access port. During the stress tests, while the patients were walking on the treadmill, the technician attempted to inject the technetium and ressistance was met. The stopcocks were removed and the technetium was injected directly into the patients' IV access port. It was reported that the technetium leaked onto the gauze, which was held under the injection site. There were no reports of skin contact. There were no reported adverse patient effects. No medical interventions were required.